Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion device displayed an e8 power interrupt error and the menu button was defective after it was dropped on the ground. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval. No add'l info was provided.